Manufacturer narrative:
A getinge authorized dealer engineer was dispatched to investigate. The engineer evaluated the iabp unit and was able to reproduce the reported issue. The engineer put the primary battery back in to charge overnight without turning it on. The following day, the teacher in the department notified the engineer that the battery was full. It was confirmed that the battery can only be charged when the it is turned off. The engineer suspected there to be an issue with the power management and may need to be replaced. Functional and safety checks were not yet performed, and the unit was not cleared for clinic use. Repairs are ongoing. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use of the cardiosave intra-aortic balloon pump (iabp) it is found that the battery power has been low, and the charging indicator of the battery is not on. Received a call from the head nurse of the hospital to check on the scene, turn off the power, unplug the power cord, and replace it with another battery. The power indicator light showed that it was charging. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge fse authorized dealer engineer was dispatched to investigate. The distributor evaluated the iabp unit and was able to reproduce the reported issue. The engineer put the primary battery back in to charge overnight without turning it on. The following day, the teacher in the department notified the engineer that the battery was full. It was confirmed that the battery can only be charged when the it is turned off. The engineer suspected there to be an issue with the power management has been replaced and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
N/a